Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in evis exera ii pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: evis exera ii pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign material on or in the air/water tube and cylinder and the auxiliary jet channel. In addition to the reportable malfunction, the following were noted: the air/water-cylinder and the suction cylinder had no color; switch 1 had a pinhole; the forceps channel port was shaved; the flexible printed circuit board was dirty due to water leakage; the image guide protector was damaged; the light guide-bundle was slipping down; the plastic distal end cover had a scratch; the adhesives around the objective lens and light guide lens had discoloration; the bending tube was damaged; the adhesive on the bending section cover had a crack; the connecting tube had a cut. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, the colonovideoscope was found to have foreign material on or in the air/water tube and cylinder and the auxiliary jet channel. There were no reports of patient involvement.